Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's son reported via phone call that they experienced high blood glucose. The customer's son reported that the up arrow broke. The customer's son also reported that other buttons were hard to press. The customer's blood glucose was 550 mg/dl at the time of incident. The customer's son stated that they had symptoms of high blood glucose such as nausea and throwing up. The customer's son was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.